Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/15/2021 it was reported by a distributor via email that an ar-4501 meniscal cinch cracked. This was discovered during a rlca +meniscal suture procedure on (B)(6) 2021. Surgeon created a portal to implant anchors and when it was attempted to insert the device, it had cracked. Surgeon attempted to use device but was unable to.

Manufacturer narrative:
Complaint not confirmed. No abnormality was observed. The device was returned with implant # 1 deployed. Implant # 2 was deployed without difficulty.